Manufacturer narrative:
(B)(4). Date sent: 5/12/2026. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging or in the operative field? Noticed before using. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Paper side that had a hole in it. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? No. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Pouch seal, not sure. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Hole in package. Was sterility compromised as a result of the packaging damage? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unspecified surgical procedure, it was observed that the packaging of the device was damaged. There was no patient consequence nor surgical delay reported. No additional information provided.